Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would change the pump supplies. At times the tubing was found to be blocked. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to confirm if the blockage was in the infusion set tubing or cartridge. The customer's blood glucose (bg) level ranged from 200 to 350 mg/dl and insulin pens were used to address the bg level.